Event description:
Doctor reported that while trying to remove cover screw, the implant came out. First infection tissue closure was sought. Little communication with sinus was discovered. Tooth site 26.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite tapered certain implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned product identified signs of use with debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The device could not be functionally tested for the reported failure/events (perforated sinus & infection). A pre-existing condition were not noted on the per form. Bone density was low density (type iii). The reported device was located on tooth location # 26 (fdi) and was used for approximately 2 years and 11 months. DHR review for the lot 2019052380 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number 2019052380 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : non integration : perforated sinus. Therefore, based on the available information, device malfunction did not occur. The reported events could not be verified as the exact details of event and patient conditions were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.